Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to specify the exact date the alleged inaccuracy issue began but he stated that he believed the meter began reading inaccurately high 9 months prior to contacting lfs. The patient claimed obtaining blood glucose readings between "180-350 mg/dl" on the subject meter which he felt were high compared to his feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with self-adjusted insulin and advised that over the last 4 months, in response to the alleged elevated readings obtained on the subject meter, his doctor made several changes to his prescribed medication (increased dosage and insulin type changed). The patient was unable to recall specific changes made to his medication; however, he advised the csr that he currently manages his diabetes with apidra (35 units, 3 times per day) and humulin (80 units, every evening). The patient reported that an unspecified time after the alleged issue occurred, he developed symptoms of feeling "lightheaded, dizzy, sweaty and shaky." There was no report of medical intervention as a result of the alleged issue. The patient reported that during a doctor's office visit (date and time unspecified) his blood glucose was reportedly measured at "190 mg/dl" on the clinic device (freestyle) compared to "290 mg/dl" with the subject meter. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs's criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.